Event description:
It was reported that the ilet displayed prompts to connect the continuous glucose monitor (cgm) or enter a blood glucose value while the user¿s dexcom g7 app continued to display glucose readings, indicating intermittent loss of communication between the ilet and the dexcom g7 sensor that subsequently reconnected without further intervention. Symptoms included no adverse clinical effects and no alerts or alarms beyond the connectivity prompt. Outcomes included no injury and no need for medical care or hospitalization. User support included troubleshooting and education regarding cgm-to-ilet communication and confirmation of proper pairing. Investigation of this case revealed a transient signal loss between the ilet and the dexcom g7 that resolved spontaneously, consistent with intermittent connectivity. It was concluded, based on previously established findings for similar reports, that the cause was temporary communication interference.